Manufacturer narrative:
Investigational summary: review of qc documents show that product performed as expected. Retain testing of m124 kit lot #187063q performed as expected. The negative control yielded negative results and the prc target was present in all samples and CT values were within expected range. Customer complaint could not be duplicated. (B)(6) with the negative control could be due to possible contamination. (B)(6) observed in patient samples by customer cannot be verified by qc. While qc could not determine root cause, customer complaint has been documented and will continue to be monitored.

Event description:
(B)(6): customer reporting (B)(6) results for one run of the lyra direct.